Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom on 05/04/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was described as red and blotchy skin, located under the sensor patch. Affected area was treated with hydrocortisone cream prescribed on (B)(6) 2016 for a previous reaction. At the time of contact, the patient was okay. No additional event or patient information was provided.